Manufacturer narrative:
The received device had the cannula assembly fully deployed and the formed needle completely retracted. The needle mechanism was inspected and no damages or defects were found that would contribute to a dislodging of the cannula. The cause of the dislodged cannula could not be determined. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run. The adhesive welds were observed to be misaligned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula dislodged, while wearing the pod between 4 and 24 hours on unknown location. The patient's blood glucose (bg) values reached 280 mg/dl.